Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the sdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a low anterior resection procedure, the distance between the tumor and the anal dentate line was about 3cm. No crunch was heard after the device fired. The staples were found unformed. In consideration of the integrity and safety, the surgeon changed the operation to miles. Now the patient is in stable condition. The patient information was unknown. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information what is the patients current condition? - the patient is in stable condition. When the device was fired, where was the indicator located within the green zone/gap setting scale? -unk. Who fired the device? Assistant or the surgeon? User experience with the device? - the surgeon. Experienced. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) - no crunch was heard after the device fired. The staples were found unformed. The anastomosis was unsuccessful. Was the patient receiving radiation or chemotherapy? -unk. Did the patient have any comorbidities that may have impacted the procedure? -unk.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.